Event description:
Philips received a complaint by the customer on the v60 indicating that the device displays an error code 110a proximal pressure sensor auto-zero failed message. It was reported there was no patient involvement at the time the issue was discovered.

Manufacturer narrative:
(B)(6). H10: the manufacturer's product support engineer (pse) evaluated the device and the reported issue was not duplicated by a test run performed, no abnormality was confirmed. Since the check vent: oxygen device failed" (diagnostic code 1111) was confirmed in the event log, the solenoid valves 3 and 4 were replaced. The device passed required performance verification tests per philips standards. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. H11:updated contact information, contact office entity, and manufacturing site. This report is being submitted as part of a corrective action to replace manufacturer report # 2031642-2023-00343. All information from the original report(s) has been transferred to this report.

Manufacturer narrative:
The removed solenoids, x-valve (number 3 and 4) was returned to the product investigation lab (pil). The pil technician installed the solenoids, x-valve (number 3 and 4) into a pi ventilator to duplicate the reported issue. Visual inspection of the solenoids, x-valve (number 3 and 4) revealed no evidence of damage or contamination. Pil tech performed the testing and verified and confirmed that no alarms or fault related diagnostic codes were generated during the stb operation with suspect solenoids installed into gas delivery system (gds). The pil could conclude that no problem/fault found related to returned suspect solenoids.